Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was having poor coupling. The caller stated the patient was just implanted with a rechargeable ins and he was seeing the charging screen but only getting 0-3 boxes shaded. The caller stated she was worried about what would happen if the ins battery wasn't charged. During the call the patient did troubleshooting by repositioning the antenna. The caller stated before she called, she had zero and then on the call she got 3 bars and then it dropped to zero again. It was reported the patient still had bandages present. It was reviewed once bandages were removed, it was likely the communication issue would resolve but if not, further troubleshooting would be done. No symptoms or complications were reported or anticipated.